Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was placed into the patient's left basilic on (B)(6) 2016 and was being used for intermittent maintenance fluids. A CT angio was done on (B)(6) 2016 and the power injection was done through this catheter. The rate of the injection used was 4cc/sec. The catheter split outside of the patient approximately 2cm in length. The catheter broke just after the patient was transferred to the ICU. As a result, the line was clamped with a kelly, a femoral catheter was placed and the broken catheter was removed due to the patient needing immediate access for drips.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the report that the catheter body ruptured was confirmed. The customer returned three pictures of the ruptured catheter. Visual examination of the pictures revealed the catheter is split at about 1 cm below the juncture hub. According to the customer the split was about 2 cm in length. The rest of the catheter appeared used but typical. The rupture / split appeared typical of previous ruptured catheter bodies. One edge appeared wavy or curved from stretching and the other edge is fairly straight. The IFU for this product states several cautions and warnings to prevent catheter rupture. It states: not use to syringes smaller than 10 ml, not to exceed 10 injections or the maximum pressure of 300 psi on power injector equipment, do not exceed the maximum flow rate, ensure patency of intended pressure injectable lumen prior to injection, and to warm contrast media to body temperature prior to injection. The customer did not report any details that exceed the IFU requirements. A device history record review did not reveal any manufacturing related issues. Based on the information reported and the pictures operational context caused or contributed to this event. No further action will be taken.